Manufacturer narrative:
The technician found the caster would brake but continue to ratchet. The technician replaced the worn casters to repair the stretcher.

Event description:
The account alleged the brake is not holding.